Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when they woke up the insulin pump had a blank display. The customer reported that they received a low battery before going to bed. The customer also reported that they received a motor error alarm. The alarm occurred during basal. The customer could complete the pump rewind. The drive support cap was not loose. The customer¿s blood glucose level was 168 mg/dl. Troubleshooting was performed and the customer was advised that the displacement test and manual prime were successful. The motor alarm did not recur. Additionally, the alarm history showed that on (B)(6) 2017 they had a no power alarm, motor alarm, and low battery. While on (B)(6) 2017 they had two low reservoir alarms. On (B)(6) 2017 they had an external ram error and an unexpected restart alarm. The external ram error was explained but the customer declined more troubleshooting on it. The customer also reported of an off no power alarm, and a new battery resolved the issue. They reported that the unexpected restart alarm occurred shortly after inserting a new battery. The customer did not have a new battery to test for the unexpected restart alarm. The customer was advised to monitor the insulin pump and to call back if issue recurs.